Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and was stuck on the prime loop mode. Troubleshooting was performed. The caller stated that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.